Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.269ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.049ohm. Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 18.840psi psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.269ohm. The acceptance criterion for this test is < 0.1 ohm. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.049ohm and intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 18.840psi psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. No patient involvement was reported.